Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that patient was implanted with the device on (B)(6) 2013. According to the report, the device has inadvertently changed pressure level settings multiple times. It was reported the device had been adjusted from pressure level 0.5 to pressure level 2.0. Reportedly, there was no injury to the patient and the patient is feeling good, but experiencing headaches periodically. The report stated that the patient does not touch the device and has not been exposed to magnets. Reportedly, the patient has also been diagnosed with parkinson's disease. According to the report, the physician is trying to find the optimum setting for the device and wants to replace the device with a nonprogrammable one, that would be set at the patient's optimum setting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.